Event description:
It was reported that this pacemaker was exhibiting farfield oversensing. The device remains in service. No additional information is available at the moment. No adverse patient effects were reported.